Event description:
During treatment with juvederm ultra, the needle disengaged and product spilled. No injury. Follow up findings: follow up from the physician notes that the pt presented with an infection at the injection site. The physician prescribed an oral medication. The physician is not willing to provide allergan with any further info.